Manufacturer narrative:
Dentsply sirona became aware of a serious injury that occurred while using the astratech ev implant system. This report is for the dental abutment device. The dental implant device report will be submitted separately. Trend is tracked and monitored.

Event description:
It was reported that the cover screw could not be removed which led to the explantation of the implant.